Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient has nerve stimulation with left ventricle pacing. Device is still in use, configured to right ventricle pacing. No patient complications have been reported as a result of this event.